Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary fluid did not infuse correctly as expected. No patient harm was reported. The customer requested an event log review to check programming.

Event description:
The primary infusion bag of 0.9% sodium chloride 1000 ml was hung approximately 8 inches below the secondary bag of ciprofloxacin 2 mg/ml (200 ml).

Manufacturer narrative:
The customer¿s report of the secondary not infusing as expected was not confirmed. The intended programming parameters were not reported. The pcu event log shows that the pump module was programmed at 11:55 am on (B)(6) 2018 to infuse maintenance IV at a rate of 100ml/hr with a vtbi of 700ml . At 3:25 pm, the user programmed a secondary infusion of cefazolin 2gram/100ml to infuse at 200ml/hr with a vtbi of 100ml. At 3:56 pm, the secondary infusion completed. At 10:41 pm the user programmed a secondary infusion of cefazolin 2gram/100ml to infuse at a rate of 200ml/hr with a vtbi of 100ml. At 11:11 pm, the secondary infusion completed. At 2:43 am on (B)(6) 2018, the primary infusion was channeled off. At 3:46 am, the primary infusion was restarted for maintenance IV at 100ml/hr. At 6:56 am, the infusion completed and at 7:02 am, the device was channeled off. At 3:52 pm, the user restarted the primary infusion of maintenance IV at 100ml/hr with a vtbi of 1000ml. At 3:54 pm, the user channeled the device off. At 4:43 pm, the user restarted the primary infusion of maintenance IV at 100ml/hr with a vtbi of 1000ml. At 5:46 pm, the user attempted to program a secondary infusion; ciprofloxacin 400mg/200ml was selected but canceled. The user then selected a custom concentration infusion of ciprofloxacin but canceled. The user then programmed ciprofloxacin 400mg/200ml to infuse at 200ml/hr with a vtbi of 200ml. At 5:49 pm, the door was opened and the device alarmed for flo stop open for 2 seconds. The door was closed and the user started the infusion. At 5:51 pm, the user channeled the device off. The total volume infused during this period was 1776.464ml for the primary infusion and 213.794ml for the secondary infusion. The root cause of the secondary not infusing as expected was not identified. Devices not received, log review only.